Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no insulin flow block alarm. The customer¿s blood glucose level was 507 mg/dl at the time of the incident. Customer states she treated high blood glucose with manual injection since she had no more infusion sets and reservoirs left. The customer was unable to troubleshoot at the time of the call and unable to determine the cause of the issue.